Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. H3, h6: part number: 08.803.050s, lot number: h694044, part manufacture date: 08 aug 2018, manufacturing location: elmira, part expiration date: 01 aug 2028, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 9mm x 24mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 30 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The lot quantity of 30 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. (B)(4). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient had a tlif (transforaminal lumbar interbody fusion) in l4-5 was performed to treat degeneration on (B)(6) 2019 . On (B)(6) 2020 it was found that the cage (08.803.050s) had backed out. A revision procedure was performed to replace the cage on an unknown date. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity # unknown), unknown polyaxial screw (part # unknown, lot # unknown, quantity # unknown), unknown locking cap (part # unknown, lot # unknown, quantity # unknown). This is report 01 of 01 of (B)(4).